Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.